Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's pre-operative symptoms were unable to stand, high muscle tone, and unable to stretch his arms, but he could eat independently. After the surgery, the patient went to the hospital for a follow-up visit one time. The curative effect was not obvious, and the condition was more serious. The patient's current symptoms were that legs were stiff, upper limbs were unable to straighten, feeling pain when straightening, unable to take care of himself, and unable to drink water or eat medicine by himself. The patient was now being inserted with a urinary catheter. They consulted the doctor, and the doctor recommended that the patient go home for observation first. The doctor advised the patient to explant the product. It was noted that no components were involved with the issue. The patient was currently under observation at home.